Manufacturer narrative:
The customer confirmed quality control was tested two times on (B)(6) 2022 and all the results were within the acceptable range. The strips were requested for investigation. Replacement product was sent. The product is not expected for return or has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable glucose results for one patient tested with an accu-chek inform ii meter serial number (B)(4). (B)(6).